Event description:
It was reported, the pt experienced no stimulation sensation and was not able to adjust the stimulation. There was no known accident or incident related to this complaint. The pt stated that it simply stopped and he couldn't get it back on. Troubleshooting showed, the ins battery light was not illuminating. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).